Event description:
It was reported customer had received a replacement device and there are problems with the buttons. Customer reported the buttons are like bubbles on the insulin and this buttons were smashed flat. Customer's daughter stated the buttons were unusable for the customer. Blood glucose was 115 mg/dl. Customer's daughter stated the device was received with buttons in such condition. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to keypad connector not plugged in properly. Unit had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.